Event description:
It was reported that a bag spike w/clave¿ additive port, chemolock¿ port generated a leak. The reporter stated, ¿contained vincristine in a 50ml sodium chloride 0.9% freeflex bag; leaks were discovered by nursing staff when they went to administer the products, several hours after they had been prepared. The leaks weren¿t seen at the time of product preparation. There were no reports that the products had been mishandled in any way during the time between preparation and administration". That the product is contaminated or contains a biohazard or chemotherapeutic agent. Nobody was harmed as a result of the reported event. They became aware of the event when the staff noticed the leak. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.